Event description:
Amo received a report of a pt currently undergoing treatment for an acanthamoeba infection. Reportedly the drs believe the infection is the result of the pt wearing his contact lenses while surfing. The pt was using complete moisture plus as part of his contact lens care regimen at the time of the incident. Date of event is unknown.

Manufacturer narrative:
In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a 5-day MDR.